Event description:
The customer reported a malfunction which may result in a loss of mechanical ventilation. There was no report of patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue; the unit was operating correctly and passed its self checks. Based off a review of the device logs, the service representative performed a controlled reboot of the device. The device booted correctly and passed check out tests. No report of patient involvement. Unique identifier: (B)(4).the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. (B)(4).